Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt engineering evaluated the device and found that the resistor seemed to have a manufacturing defect and there was some evidence that the remaining trace overheated. This appears to be an isolated defect in the manufacture of resistor. There is no impact to product in inventory or the field since this is not a design or systemic manufacturing issue.

Event description:
Patient reported an r204e error code on the wcd monitor indicating a high voltage module (hvm) nw h-bridge leakage test failure. The r204e service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.